Manufacturer narrative:
The beckman field service engineer (fse) assisted the customer over the phone. The customer replaced ise electrodes (na, k, cl) to resolve the issue. The customer performed quality control and samples, which all passed. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported multiple patients had low results for sodium and chloride on two different occurrence dates involving their au5800 clinical chemistry analyzer. On (B)(6) 2024 , customer provided data indicating 206 patients had low sodium and two (2) patients had high sodium results. On (B)(6) 2024 , customer also provided data indicating 66 patients had low sodium and four (4) had high sodium results. Upon follow-up, the customer confirmed the samples were repeated with higher results. The customer also confirmed there was no change to patient treatment. There was no report of injury or death associated with this event. The customer provided patient demographics and only sodium results for these patients.